Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that intra-op, the implant broke. Patient complications were unknown. No additional informtion is provided.